Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after participating in a successful trial phase with nalu. Testing was performed intra-operatively to assure placement and function of the nalu system. After using the system for some time, the patient reported not getting the relief being sought despite multiple attempts to reprogram and troubleshoot. Xray imaging confirmed all implanted components appeared to be in the correct position, showing no signs of migration or damage. On (B)(6) 2025, a full system explant was performed per the patient's request, due to lack of pain relief.

Manufacturer narrative:
The patient initially reported approximately 50% pain relief with activity levels being much improved. Troubleshooting and imaging done prior to explant did not identify any issues with function of the nalu system. Imaging showed no signs of damage or movement of any implanted components. It is probable that the cause of the patient's pain symptoms continued to evolve after the implant and the nalu system was no longer adequate relief for the progressing issue. The explanted device was not released by the medical facility and thus is not available for testing to confirm function, thus the conclusions drawn are based on pre-explant testing of the system.